Event description:
Customer reported her freestyle lite meter did not turn on with test strip insertion. Customer reported experiencing symptoms of hyperglycemia. Customer reported seeing her doctor who diagnosed customer with severe hyperglycemia and treated customer with insulin.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.